Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified mid circumflex artery. A 2.5 x 15 mm mini vision was advanced to the lesion and the stent was deployed; however, the balloon was slow to deflate. The balloon did fully deflate and was removed from the anatomy without issue. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for deflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.